Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h4; h6; h11. Visual inspection of the returned device show that the dovetail feature is slightly flared out. The device also exhibits signs of insertion attempts. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not fit properly with the tibial tray. The operation was completed with a smaller articular surface without complication. There was no patient impact or adverse events as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed left size e: catalog # 42532007101, lot # 66482482. G2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.